Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that; the insulin pump was not working. The blood glucose was 350 mg/dl at the time of the incident. The customer also stated that, the insulin pump had no delivery alarm. Customer reported that, alarm occurred during manual prime. Issue was not resolved because customer is using expired sets and reservoirs. Customer advised to do troubleshoot determine where the occlusion is and customer declined and stated that they have already ran insulin through while she was discontinuing and the pump still alarms. Customer also declined troubleshooting for high blood glucose. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted.